Manufacturer narrative:
We have received the device for evaluation. Both balloons were completely deflated when we received the device. When we inflated the balloons with recommended volume of 1.5 ml for common carotid balloon and 0.25 ml for internal carotid balloon, the balloons inflated as expected. When the balloons were deflated by pulling the plunger of the syringe, they deflated as expected. We were able to recreate the issue only when the plunger of the syringe was not pulled and was left to deflate unassisted. This device passed all of our specifications. When the inflation lumen was inspected, we did not find any blockage that could have prevented the balloon from deflating. Also the joint between the inflation arm and the irrigation lumen was found bonded as expected. All of the (B)(4) units manufactured in this lot have been sold. We have not received any other complaints from other customers related to a similar issue. Our review of manufacturing batch records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The lot was inspected 100% for balloon function. No issue was noted during the inspection. There was no injury to the patient as the result of this incident. The root cause of the issue remains inconclusive. It is possible that the anatomy of the patient along with the doctor's technique might have contributed to this incident.

Event description:
During a carotid endarterectomy, the surgeon could not deflate the internal carotid balloon of the shunt. Surgeon then pulled the lumen of the shunt to remove the inflated balloon.